Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose and discovered a bent cannula upon removing a teflon 6 mm, 23 in infusion set; subsequent attempts to insert a new set were misdeployed, and a replacement box was arranged. Symptoms included no reported clinical manifestations. Outcomes included resolution of hyperglycemia after changing the infusion set, with no alerts from the pump, no prolonged out-of-range period, and no medical intervention. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed an infusion set deployment issue resulting in inadequate insulin delivery, consistent with a bent cannula and incorrect insertion. It was concluded, based on previously established findings for similar reports, that user handling and infusion set insertion error was the most probable cause.